Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. Treatment details were unknown. Twenty seven days prior to the receipt of this report, the patient had the last pd therapy. Two days later the patient passed away. The patient had not recovered from the peritonitis. The cause of death was septic shock due to peritonitis (per the death certificate); however, it was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date approximately one week prior to (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.